Manufacturer narrative:
(B)(4). The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
A femoral angiogram was performed and revealed the target vessel size was just at 4mm, with atherosclerosis. A 6f angio-seal vip device was deployed. The patient complained of leg pain while in recovery and a lack of distal leg pulses was noted. A follow-up angiogram was performed, which revealed an occlusion in the left superficial femoral artery at the location the angio-seal was deployed. The angio-seal device was removed and blood flowed was restored to the patient's left leg. The patient was discharged as stable.